Event description:
It was reported by the customer the patient information center ix failed to alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and found the issue is occurring on 3 overview stations (ov) and each station is connected to its own external speaker. The sound output in the control panel was set for the ultra 4k receiver on each of the ov stations. After changing the sound output to the external speakers of the ov stations instead of the ultra 4k receiver, the issue was resolved. It was unable to be determined who setup the sound output. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.